Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift with no abnormality observed. Current control there is outgoing inspection and in-process inspection in place to check for foreign matter. Due to is no sample returned to determine the foreign matter type, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Event description:
Dust and sand particles inside secured packaging.

Event description:
It was reported that bd syringe 10ml ll 21x1intw india had dust and sand particles inside the packaging. Dust and sand particles inside secured packaging.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 25 samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed jagged holes on the bottom web and particles inside the packaging of 14 samples. The black particles could be sand particles and were observed inside the syringe and at the corner of the blister packaging. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this lot meets our manufacturing specification requirements. The foreign matter inside the package and syringe could be due to pest infestation. The foreign matter could have been brought into the package when a pest bit the bottom web to enter the packaging. The product could have been infested with pest due to uncontrolled storage conditions before distribution to the customer. The nonconformance could have occurred outside of the manufacturing facility. The team had also reviewed the pest control records, and no abnormalities were detected at the manufacturing line. The root cause could not be determined as it could have occurred outside the manufacturing site.

Event description:
Dust and sand particles inside secured packaging.